Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 15-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 15-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 19.275 u and dailytotalofbolusinsulindelivered = 27.8 u which is equal to the dailytotalofallinsulindelivered = 47.075 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 15-mar-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.39 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 1 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer reported blood glucose value of 550 mg/dl. Customer was treated at emergency room and then admitted to hospital. Customer was treated by insulin pump (subcutaneous insulin infusion), manual injections/insulin pen and IV insulin drip (intravenous insulin infusion). Customer reported symptoms confusion, increased thirst, dry moth, vomiting, lethargic, weakness, fatigue, palpitation and frequent urination at the time of high glucose event. The event involved product(s) mmt-1715kl, mmt-332a, mmt-386a. Troubleshooting was partially performed. No damage to pump was observed. No alarms affecting insulin delivery were received. No kinks, bends, or multiple large bubbles present along the tubing length. Cannula was intact. Customer declined to test pump. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-386a.